Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, unexpected por reset was observed. Device was on backup mode with hv therapy disabled. Patient had a slight syncope but no external cautery or defibrillation was used at the time. Patient was in stable condition and no more problems have been reported since the device was reviewed.

Manufacturer narrative:
(B)(4).

Event description:
New information states that inappropriate therapy was delivered due to noise. The patient was in sinus rhythm and did not require hv therapy. Programming changes were made to resolve the unexpected reset mode. Patient was in stable condition at the time of the call.

Event description:
New information states that when they attempted to turn off the device, a new episode of backup vvi was observed. The patient is actively dying from brain damage, and the physician wanted to download the firmware to be able to turn off the pacing function. There is no allegation that the current patient condition was caused by the device. The firmware was successfully downloaded and it was verbally confirmed that the device was turned off immediately after download.